Event description:
It was reported that oversensing of noise was observed on the right atrial (ra) lead. Insulation damage was suspected but was not confirmed visually. Device reprogramming to deactivate the ra lead was anticipated. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
It was reported that oversensing of noise was observed on the right atrial (ra) lead. Device reprogramming to deactivate the ra lead was anticipated. The patient was stable and will continue to be monitored; there were no adverse consequences.